Event description:
It was reported that a diagnostic anomaly was observed on the pacemaker. It was noted that the battery longevity had dropped from 4.2 yrs to 1.8 years over the course of a year. Over projection of previous estimates for battery longevity was suspected. The pacemaker was to continue being monitored. There were no reported patient consequences.